Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the products to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.